Event description:
A nursing supervisor reported that during vitrectomy surgery, the air infusion 'was defective, and there was major intraocular hypotony" at the end of the procedure. Additional information provided at a later date indicated that there was no pt impact; the hypotonia was controlled during the procedure, without any consequence for the pt. The procedure was successfully completed, and no additional treatment was needed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).